Event description:
The rptr stated: the pt reported "the pump ran too fast." Further info reported "the pt used the pump for continuous flolan administration. It was reported the flow was too fast as one and half hrs earlier the cassette was empty, so the pt did not get flolan administered. This was reported to result in the pt complaining of tingling, looking grey, and insufficient approachable (sic). Oxygen was administered to the pt and a new flolan cassette was connected to the pump. The symptoms disappeared after this action. It was reported that just before this episode the pt changed the lines and used new cold packs. These were frozen." Add'l info has been requested, as has clarification of earlier statements in the initial report.